Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of three (3) minicap transfer sets.. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one (1) video sample, three (3) photo samples, and three (3) actual samples were provided for evaluation. The actual samples of the particulate matter (pm) was returned in two separate containers and was sent for pm identification. The video and photographs were reviewed and showed evidence of particulate matter. The results of the pm identification confirmed the particulates as biological material such as blood, hair, or mucus. The reported condition was verified. The identified particulate matter are not components of the transfer set and not part of the manufacturing process and most likely occurred during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.